Event description:
The hcp reported that the pt developed a catheter infection following spinal fusion surgery. The hcp reported that the pt had a "pus pocket where the catheter was". The pt was given antibiotics and debridement was performed without success. There was no diagnosis of meningitis with this infection. The pump and catheter were removed in 2005 to allow the pt to heal with plans to replace the pump in the future. The pt experienced "multiple problems postoperatively", but specific details are unk. The pt was discharged on large doses of oral baclofen.